Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # t5c331. Additional information received: can you please provide more event details? Was the device locked on tissue with the jaws closed? I saw the device when it was taken out from the patient, jaws were closed. If yes, how was the device removed (i.e. Anvil release button, knife reverse switch, manual override lever, jaws forced open, device cut from tissue)? From my knowledge, device was removed with jaws closed, staples were formed, and tissue was cut. Knife reverse or manual override was not used. Please provide details. Did the jaws eventually open? No, jaws did not open. Investigation summary the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device jaws did not open after firing. There were no adverse consequences for the patient.